Event description:
Customer reported erratic blood glucose device readings for approximately one month. Customer had low blood sugar symptoms one hour after lunch. Device = 142mg/dl. Customer drank orange juice. Device = 139mg/dl. Customer called doctor and went to the emergency room for 6 hours. Hospital performed cat scan and EKG. Two days after first incident, device = 180mg/dl. After lunch, device = 190mg/dl. Doctor advised customer to dose with 1 unit insulin. Approximately one hour later, device - 38mg/dl. After eating candy, device = 44mg/dl. After drinking juice, device = 69mg/dl. Based on blood glucose results, pt's medication was erroneously increased. Controls were in use but values were not provided. A request was made for the return of the suspect device and replacement product was sent.